Event description:
"During a gastrectomy procedure, the device one side of staple line had staple malformed (open shape)." Another device was used to complete the case. There was no adverse consequence to the patient. No device returning.